Manufacturer narrative:
Visual inspection of the device showed dried saline on the luer and the tip. During electrical testing all electrode/ thermocouple/magnetic sensor resistances measured in spec and were typical. Functional testing of the device revealed the tension control knob functioned properly on both lock and unlock positions. The values of the pressure testing were within the acceptable limits. During a bench test the distal tip was submerged in saline water for 1 minute: the bond between the tip and shaft was above the water surface. The tip resistance measurements showed resistive short. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was used in a ablation procedure. When the catheter was inserted into the patient it was noted the temperature had a high temperature (73 degrees). The reference patch was changed with out solving the issue. The catheter was exchanged and the procedure was able to be completed without patient complications being reported.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was used in a ablation procedure. When the catheter was inserted into the patient it was noted the temperature had a high temperature (73 degrees). The reference patch was changed with out solving the issue. The catheter was exchanged and the procedure was able to be completed without patient complications being reported.